Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a variceal bleed closure procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, an additional surgery was performed to remove the catheter and stop the bleeding. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a variceal bleed closure procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, an additional surgery was performed to remove the catheter and stop the bleeding. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It was confirmed that the clip eventually detached from the catheter after multiple manipulations, prior to undergoing an additional surgery. The anatomy location is the fundus.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that most of the device had been cut away from the handle. The center and distal end of the device were not returned. The coil was bent/ kinked and the control wire was broken inside of the handle. There was a kink in the control wire near the handle of the device. This failure is likely due to anatomical/ procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a variceal bleed closure procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, an additional surgery was performed to remove the catheter and stop the bleeding. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 30-apr-2018. It was confirmed that the clip eventually detached from the catheter after multiple manipulations, prior to undergoing an additional surgery. Additional information received on 08-may-2018. The anatomy location is the fundus.